Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately ten years ago. The patient was being treated for an abdominal aortic aneurysm, which currently measures 10 cm in diameter (the size of the aneurysm at implant is unknown). The proximal neck was 31-33 mm in diameter. There was thrombus within the aneurysm sac. It was reported that over ten years ago the stent grafts were successfully implanted. During a recent follow up appointment a migration of the bifurcated stent graft was discovered. The stent graft had migrated into the aneurysm sac; however, there was no apparent endoleak. The cause of the migration was due to neck dilatation. Two endurant cuffs were implanted to resolve the migration. In addition, an aneurx cuff was placed near the flow divider to help straighten out the aneurx bifurcated stent graft. A balloon expandable stent was also preemptively placed within the right contralateral limb; there were no stent graft issues with the contralateral limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration), patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).